Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient reported pain, bruising, a lump and insulin leaking during wear.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Inspection of the fluid path components found the soft cannula to be kinked. The exact timing and cause of this damage could not be conclusively determined. Though the soft cannula was found to be kinked, no tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. Additionally, the investigation found no damages or defects that would contribute to pain during insertion. The exact cause of the reported pain during insertion could not be determined.